Event description:
The user facility reported their sterilizer was leaking water onto the floor. No injuries were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the safety valve required replacement and the drain funnel was misaligned with the drain line. The technician replaced the safety valve and realigned and secured the drain funnel to the drain line. The technician tested the unit and confirmed it to be operating according to specification. The unit was installed on 3/27/1990 and is not under steris service contract.